Event description:
The patient reported that they recently had surgery to replace a cardiac lead and stated the lead may have caused a problem with their implantable neurostimulator. The patient also mentioned that the lead was faulty and was part of the recall. The lead gave inappropriate therapy to the patient. The patient had surgery to cap the lead and also went through rehabilitation. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the rv lead sensing portion was "not functioning." The lead was oversensing noise. The lead was replaced. No patient complications were reported as a result of this event. 5/5/10 early battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2010: the patient reported that they recently had surgery to replace a cardiac lead and stated the lead may have caused a problem with their implantable neurostimulator. The patient also mentioned that the lead was faulty and was part of the recall. The lead gave inappropriate therapy to the patient. The patient had surgery to cap the lead and also went through rehabilitation. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.